Manufacturer narrative:
Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, and proctored procedures. The physician¿s training manuals instruct the physician on the proper steps and techniques for successful valve deployment. Physicians are trained to take into account patient factors, such as significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. In this case, it appears that patient (moderate aortic annular and root calcification moderate septal hypertrophy) and procedural factors may have caused or contributed to theaortic deployment of valve and resulting mild pvl and central ai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist (cs), during the transapical tavr procedure, the first 23mm sapien valve was positioned 50/50, however, during deployment the valve shifted and was deployed 70/30 aortic. Tee (echocardiogram) showed the patient had mild pvl and moderate central leak. Per report, the wire was centralized and finally pulled back within the ventricle without any improvement in the regurgitation. The decision was then made to implant a second valve. A second 23mm sapien valve was implanted more ventricular with a final result of trace pvl and no central leak. The patient was noted to be in stable condition at the end of the procedure. Per report, the patient¿s aortic valve was moderately calcified, the patient¿s aortic root as moderately calcified, the ejection fraction was 50%, the patient had moderate mitral annular calcification (mac) and the patient had moderate ventricular septal hypertrophy. Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment. Additional information provided by the clinical specialist indicated that the second valve had been deployed in an intended 50:50 position within the annulus. The patient¿s sinotubular junction (stj) diameter measured 23mm and the patient¿s sinus of valvaslva (sov) measured 28mm.